Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Medical device - expiry date 06/2022.

Event description:
It was reported that during treatment of a superior mesenteric aneurysm, the delivery system push rod allegedly broke causing the stent graft to deploy inaccurately and not reach the lesion. Reportedly the stent graft was floating in the vessel and required removal via surgery. Patient current status was not provided.